Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt took a fall roughly 10 days ago and since the fall had no pain relief. The device had not been handling the pain.  Pt tried changing groups. But no matter what pt did therapy was not helping the pain now. After the fall pt went to ER on thursday and to hcp and had x-rays. They did x-rays on leg, hip, pelvis. They said pt got contusions on the bones and it might take 6 weeks for pain to go away. It did not appear they looked at the device. Pt said the ins was working because when pt increased stim 'it sets me on fire'. Pt said 'I can feel the jolt' when increasing from 1.2 to 1.4 and could feel it down the leg, jump a little and tingle more, pt knows the device is working somewhat. But it is not helping the pain. Pt had to step up their medicine tremendously: tramadol, tylenol and gabapentin. Pt used to take like only half of prescribed dosage and now pt was up in dosage. Pain was tremendously bad at night when pt was sitting or laying down. When standing the pain was not so bad after a while. Pt called to ask about leads specifications and wanted to know if the lead was a solid titanium wire or braided wire. Reviewed. Pt suspected something was wrong with the lead, right in the middle of the bottom of their spine where it turned to go up. Pt started noticing on friday that one piece of wire was popping through the skin, like a short piece of wire or something was sticking through the skin like a little bump there in the center of the spine. Pt reported they felt the base of the spine, almost kind of like on top of buttocks, it felt like something was sticking, like sore like thing. It felt like there was a hair or wire sticking. Pt said it was smaller than a needle. Pt could not tell what it was because it was in the center of the back. Pt suspected maybe the lead/wires got jerked. Redirected pt to hcp. Pt said they had not seen hcp since 2018 and it might take 3 months to get an apt. Pt left a vm for reps today and did not hear back.